Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that immediately after initiating intra-aortic balloon (iab) therapy, the customer could not obtain a pressure trace after flushing. It was noted that the console had generated a pressure alarm indicating no pressure source was available. The customer noted that a flush system was hooked up. The same pressure transducer was used after replacing the iab with a new one and switching out the console; no further issues occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.